Event description:
A customer obtained a non-reproducible, falsely elevated vitros trop I es result from a single patient sample while using the vitros 5600 integrated system. A vitros tropi es result of 1.120 ng/ml vs. A correct result of 0.015 ng/ml was obtained and reported from the laboratory. The result was questioned after a vitros tropi es result of <0.012 ng/ml was obtained from a second serial sample drawn from the patient. This prompted repeat testing of the first sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if not detected. An attending physician did take action and administered a dose of medication (lovenox/enoxaparin), however no allegations of actual patient harm have been made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample using the vitros 5600 system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tropi es precision testing was performed which demonstrated the vitros 5600 system was not performing optimally. An ocd field engineer performed service actions to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation could not confirm that the samples involved were processed in accordance with the sample collection device manufacturer's recommendation. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.